Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding a dislocation between the adm and mdm liner involving a primary tritanium hemi cluster hole cup 54mm was reported. The reported event is for a dislocation between the adm and mdm liner. There are no allegations against the device reported in this investigation. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
"The patients left hip was revised due to dislocation." No additional information will be provided to the sales rep from the hospital.

Event description:
"The patients left hip was revised due to dislocation. No additional information will be provided to the sales rep from the hospital.